Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: may 19, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.5mm drill bit broke during a surgical procedure on (B)(6) 2016. The fragments were unable to be retrieved and remained in situ. The procedure was completed with the utilization of a like drill bit from another tray. A two (2) minute surgical delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.5mm three-fluted drill bit qc/230mm/200mm calibration, part number 315.920, lot number 2600968). The subject device was returned with the complaint ¿broken during surgery; fragments retained in patient.¿ the subject device was received with approximately 22mm piece missing. The shaft diameter of the broken drill was checked. The shaft diameter measurement was 2.49mm, which is within the specification of 2.5mm +0/-0.03 (per specifications). However, due to the damage and the missing piece, the relevant dimensions of the cutting flutes could not be checked. The review of the manufacturing documents showed no deviations regarding dimensions. The manufacturing papers showed no deviations regarding, material analysis, strength and structural stability. The device was manufactured with 440a stainless steel which is the correct material specified. The hardness was between 54.2-54.6 hrc, which is within the specification of 52 +3/0 hrc. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in may 2010. Based on the provided information we are not able to determine the exact cause of this breakage. The subject drill bit is in a well-used condition; the cutting edges are blunt; there are stress marks at the shaft above the cutting flutes visible; and the markings are faded. All these damages are an either an indication of frequent and intense use, or a metallic contact during use. Therefore it is probable that either metallic contact, the use of a blunt instrument, or a combination of both, caused a mechanical overload which finally the breakage of the drill bit. Without additional event information, a definitive root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.